Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil and a needle/suture combination of product were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; damaged on a barb was noted. However, the two sides of the fixation tab were broken. Per the condition of the sample, it could not be determined what may have caused the performance - fixation feature breakage.

Event description:
It was reported a patient underwent a cesarean section on a unknown date and barbed suture was used. The tab was disconnected from the suture. No harm was caused to the patient, and the procedure was successful. Upon evaluation of the returned sample, it was noted that the two sides of the fixation tab were broken.